Event description:
The pt originally reported a "scratched cornea" and was given antibiotics and drops for the pain. New info became available on december 21, 2011. The treating facility (B)(6) medical center stated that the pt had an ulcerated area and the doctor believes it was from over wearing of the lenses. Attempts to contact the pt and the ecp for more info have been made with no reply as of to date. This is being filed as a corneal ulcer.

Manufacturer narrative:
This is being filed as a corneal ulcer. Method - no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results - there is no clear indication that the device could have caused or contributed to the incident. Conclusion - there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.